Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: total laparoscopic gastrectomy. Event description: [hospital name]. Event description:"when device holding tissues, when doctors want hold tissues and lock the handle, latching mechanism has problems it didn't lock. Also, when closed handle it didn't opened. It became very serious problems. Because of this they couldn't continue surgery. It happened approximately after 80 activations." Additional information received from field team by email on 28 october 2025: was the device closed on tissue? If so, what intervention was used to remove the device? They tried so much to open it. They opened. Was there damage to the tissue when the handle did not open? Yes, it damaged to tissue, also tension happened and bleeding happened bleedings on tissues are small, doctor controlled it. Closing letter needed. Intervention: they opened [competitor device]. Patient status: good.

Event description:
Procedure performed: total laparoscopic gastrectomy. Event description: [hospital name]. Event description:"when device holding tissues, when doctors want hold tissues and lock the handle, latching mechanism has problems it didn't lock. Also, when closed handle it didn't opened. It became very serios problems. Because of this they couldn't continue surgery. It happened approximately after 80 activations." Additional information received from field team by email on 28 october 2025: was the device closed on tissue? ~if so, what intervention was used to remove the device? They tried so much to open it. They opened. -was there damage to the tissue when the handle did not open? Yes, it damaged to tissue, also tension happened and bleeding happened bleedings on tissues are small, doctor controlled it. Intervention: they opened [competitor device]. Patient status: good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.